Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. Minor scratches on display window, cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and slightly damaged battery cap coin slot (p) noted during visual inspection. The insulin pump failed prime/a33 alarm test seating at 4.0 lbs and motor error alarmed during occlusion test. Unable to determine root cause due to pump preservation. However, the insulin pump passed idle current, run current, selftest, off no power test, a21 alarm test, displacement, seat/rewind/ basic occlusion test and excessive no delivery alarm tests. Slightly cracked infusion set tubing was noted during visual inspection. The reservoir was received with no insulin in the reservoir. No damage was noted to reservoir during visual inspection. Leaking reservoir noted under the p-cap at the reservoir septum after performing the basal/reservoir leak test. The reservoir was retested with a new infusion test set. No leaks were noted and the test insulin pump alarmed no delivery properly after performing bolus and basal leak test. The insulin pump was retained by plaintiff's counsel after testing. Please see medwatch report # 2032227-2015-17255.

Event description:
Medtronic legal received information from the attorney of the customer's family. The information received on (B)(6) 2015 stated the following-reporter alleges: on (B)(6) 2013 the customer passed away from cardio respiratory arrest due to cerebral and pulmonary edema, due to diabetes. The report also stated that the customer died while using a medtronic minimed paradigm insulin pump. Please see section for analysis results.